Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the shock impedance returned to normal values. The clinician suspects the out-of-range shock impedance measurement was due to interference from a heart monitor during a stress test. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a low out-of-range shock impedance measurement of three ohms. Since this one-time measurement, the shock impedance measurements have been stable and in range of expected values. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts discussed that this one-time three ohm measurement may be due to electromagnetic interference. This product remains in service. No adverse patient effects were reported.